Event description:
The patient received her scs system on (B)(6) 2007. It was reported that the patient was having difficulty charging her ipg. She could not locate the ipg with her charger, and a replacement charger was unable to resolve the issue. She also reported pain at the implant site that was unrelated to stimulation. The ipg was explanted and replaced on (B)(6) 2010. The explanted ipg was returned to the manufacturer for analysis on (B)(6) 2010. No further issues have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.